Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. Post-operatively, the patient experienced a wound infection. Additional information has been requested.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the procedure name? What was the procedure date? What tissue was the suture placed in? What were the patient symptoms (location, severity, appearance)? Date - of onset of infection from the surgical procedure? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Were cultures performed? What were the culture results? What medical intervention was performed? Do you have the sample for evaluation? Do you have any samples of lot jg6647 for evaluation? What is the current condition of the patient?